Event description:
The customer stated that their acuity pt monitoring system rebooted resulting in the temporary loss of centralized pt monitoring. This event did not result in any pt harm. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.